Manufacturer narrative:
Date sent: 09/16/2008. Evaluation summary; the analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. The part replaced that was unrelated to the customer complaint was the shroud. After servicing, the unit passed all qa testing processes. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
The customer has reported blue cable error codes. There was no procedure or patient involvement.